Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery after delivering 25 units of insulin. The blood glucose reading was 400 mg/dl. The customer stated that he had been advised by his doctor that the insulin pump had stopped working. He stated that he would program a bolus of 10 units of insulin, but it would only delivery 2 or 3 units. The most recent blood glucose reading was 245 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.